Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Field change: e1, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.